Event description:
It was reported that (1) atw35 was used during a lavh procedure. It was reported by the rep that the surgeon entered the abdomen in the usual laparoscopic fashion and the anatomy was identified. The atw35 was positioned across the ip ligament and fired. The device fired longitudinally for approx half the expected distance. The staples fired correctly and the device cut appropriately for that distance when the unit unexpectedly jammed during the firing sequence. The device was removed and the original reload was replaced with another tr35w. The atw35 was then positioned appropriately and fired. The same series of events occurred in that the unit only fired half the expected distance. The atw35 was removed and another atw35 was opened. The procedure was completed without pt consequence.